Manufacturer narrative:
The reported event of ¿isoflex lead had a malfunction after positioning¿ was not confirmed. As received, a complete lead was returned. Electrical was normal. Visual inspection and x-ray examination of the lead was also normal. All tines were intact and undamaged.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the novel lead had unspecified malfunction. The lead was not used, and a new lead was implanted. The patient was discharged with no reported adverse consequences.

Manufacturer narrative:
Further information was requested but not received.